Event description:
It was reported that there were concerns regarding a premature battery depletion. The patient was seen in august and the longevity remaining was 1 year. Elective replacement indicator (eri) was reached. Data analysis was performed, and it was found that there was an increase in power consumption. This device was explanted and replaced. No additional adverse patient effects were reported.